Manufacturer narrative:
Patient information was requested, but the customer did not provide.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use on patient, but there was no patient harm reported